Event description:
Patient implanted in (B)(6) 2011 with three zero-p plates, level c4 to c7, returned to surgeon for follow up visit. An x-ray on an unknown date showed subsidence of one zero-p plate at c6-7. Patient returned to the or on (B)(6) 2012 for removal of all three plates and screws noting patient had poor bone quality. Surgeon revised the patient to a competitors cage and plate from c4 to c7. Surgeon noted there were three non-unions. This is fifteen of 15 reports for this complaint.

Manufacturer narrative:
Device used for treatment and not diagnosis.

Manufacturer narrative:
Additional parts added after review of file. Incident first reported on mw 2520274-2012-00106. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.